Event description:
It was reported that patient underwent a hip arthroscopy labral repair procedure on (B)(6) 2015. During the procedure, the flex drill fractured. Another flex drill was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance."